Manufacturer narrative:
Reserve product from lot# cmn13k4 was subjected to non-routine finished product tests for residual crosslinking agent and ph. The sample met acceptance criteria for both tests.

Event description:
Clinical complications using cytoplast membranes were reported by the doctor. Complications included excessive swelling, discomfort and rejection of the membrane. The doctor removed the membrane in (B)(6) 2014.